Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via right femoral artery in a 43 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai stage e. The patient received support from the cp for percutaneous coronary intervention. On day 2 of support, an impella 5.5 was inserted via right axillary artery. On day 5 of support, the patient required a blood transfusion for an unknown cause. The 5.5 was explanted. Bleeding is a known risk associated with impella cp and 5.5 as described in the instructions for use.

Manufacturer narrative:
B2: updated reportability type and date of death. H1: updated type of reportable event. H6: updated codes per information in the complaint file.

Manufacturer narrative:
Investigation summary: major bleed/ppae: the cause of the injury was not determined due to insufficient clinical details.